Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labelling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's father reported finding a fluid leak following a discontinued treatment. The patient was in drain 2 of 5 when the cycler alarmed for air detected in the cassette. The drain volume did not increase. The caregiver discontinued treatment. When he opened the cassette door and was removing the set, an unused supply line was broken and fluid was leaking into the cassette area. He was advised to call the patient's pd nurse. The set was discarded. During follow up the patient's father reported that the patient has not had any infections. No adverse event reported at this time.